Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "patient ordered to receive intralipids at 24ml/hour over twenty-four hours. The total volume to be infused 576 ml. Patient's rn began new bag of intralipids (total volume in bag 1500ml) at about 2100. Around 0200 the following day the patient's alaris pump beeped "air-in-line". The patient's rn entered room to fix beeping and found the bag of 500 ml intralipids to be completely empty. The volume to be infused on pump read 289.1ml and "time left" on pump read 12hr 02min." ¿test #1 function check on [ ] : function check was done with the device and we were not able to duplicate the problem. Noticed during the physical inspection that there was a crack on the door hinge. Spoke to technician who verified that there is a common problem where the hinge breaks leaving room for possible free flow."